Event description:
A malfunction alarm with code malf 0 was reported, occurring without any notable events prior. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. They were advised to continue using the pump and to report if the issue reoccurred.